Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and caused no delay to the surgery. Itwas reported that the instrument lost its verification status while in registration. The site registered using trace, completed initialization and kept tracing for coverage bar. After some coverage was done, they stopped tracing (using physical footpedal) to get their metric. The surgeon wanted to add more points to improve metric and when they pressed the footpedal, the system bonk'd and said their instrument was not verified. The instrument was re-verified and was able to continue tracing. This issue happened multiple times during the case. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
The patient logs were submitted for review; there was no sufficient information contained, and the analysis provided no additional insight to the reported event. If information is provided in the future, a supplemental report will be issued.